Event description:
It was reported that patient was admitted to clinic following multiple hv therapies. Review of egms revealed intermittent undersensing of vf. A decrease in sensing and increase in capture threshold was also noted. It was determined that the patient had been riding a 4-wheeler, and an alert for noise occurred right after the time of the ride. The lead was found to be dislodged. When lead repositioning was unsuccessful, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.